Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) was isolated to the electrode belt ECG c&d cable¿s lead-1 and +5v the blue wires of c & d cable were broken at the connector area. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.